Event description:
Treatment of an avm. It was reported that during onyx injection, onyx was observed exited at approximately 3 cm before the distal tip of the catheter. The injection was stopped and the catheter was removed. No patient injury reported. Same event as MDR# 2029214-2009-00299.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.